Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The patient stated the receiver was displaying a signal loss and checked her blood sugar with a glucose meter. She indicated that her blood sugar was at 39 mg/dl. Based on the glucose value, the patient ate something sugary and her glucose values went back up. Additionally, the patient stated she is hypo-unaware and did not report any symptoms; however, she stated she was not alerted of the low reading because of the signal loss. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.